Event description:
It was reported that prior to a surgical procedure, the "coag" button on the diathermy handle of the e-sep pencil was discovered to get stuck when activated. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.